Event description:
Pt complained of chest tightness. Medtronic programmer report: findings "insulation break compromised lead integrity." Note: pacemaker removed and new pacemaker inserted. No problem with pacemaker identified. Device was 7.5 yrs old.